Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead had several lead noise events recorded. The high amplitude noise could not be programmed around because it was large in comparison to the true r-waves. The patient was asymptomatic and in stable condition.